Event description:
It was reported that the patient with this pacemaker system stated one of the leads broke. The patient did not detail which lead. Additionally, she stated she has a lot of electricity in her body and something is not working as it should be. Boston scientific technical services (ts) confirmed the patient had been evaluated by the physician in charge. No adverse patient effects were reported. At this time, this device system remains in service.further information was received that during a device evaluation prior to a magnetic resonance imaging (MRI) procedure, this lead exhibited high capture thresholds. No adverse patient effects were reported. At this time, this device system remains in service.

Event description:
It was reported that the patient with this pacemaker system stated one of the leads broke. The patient did not detail which lead. Additionally, she stated she has a lot of electricity in her body and something is not working as it should be. Boston scientific technical services (ts) confirmed the patient had been evaluated by the physician in charge. No adverse patient effects were reported. At this time, this device system remains in service.